Event description:
It was reported that during a lap cholecystectomy, received an error code 4. After the procedure was over, the handpiece was still too hot to hold. The case was completed with a second handpiece with not pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.